Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between december 17, 2019 to december 18, 2019. H10: four (4) devices were received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition; no black foreign material was observed inside of all samples. The fill port caps were removed and no damage or foreign material was observed with all connectors or caps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign material was observed in 4 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.